Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 did not register as open. A field service engineer (fse) inspected the retractor band and found it functional, manually released all cubies, and reinstalled them individually while testing in diagnostics. Cubie d3 was identified as the cause of failure and was removed and handed to the pharmacy. The legacy drawer failed diagnostic testing, but the customer was able to recover and verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system drawer 5.2 had two half-height cubie pockets that did not release. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.